Event description:
It was reported that while drilling the glenoid, both impactor head and the drill broke.

Manufacturer narrative:
Other device used: catalog #00430903102, trabecular metal reverse shoulder system instrumentation glenosphere impactor head, lot #60483862.(B) (4). Evaluation summary: excessive bending loads may have been placed on the drill during the drilling operation via the attached straight driver. The impactor head may have fractured due to high, repeated impaction forces, especially if they were not in line with the axis of the recess. The exact cause cannot be determined with certainty. Evaluation: as returned, the weld on the cannulated drill has fractured, separating the sleeve from the drill. The device has a potential field age or approximately 9 months. The head impactor is fractured and has a potential field age of approximately 2.5 years. Device history records indicate all components were manufactured and inspected to specification.